Event description:
Anesthesiologist reports possible complication/aspiration of foreign object coming off reusable lma tubes. While intubating pt's, doctor noticed with pt, piece of blue rubber from tubes inflation balloon inside middle of tube. Doctor noticed with pt, piece of tag/tape that came off tube hub, inside middle of tube, with hub of tube coming completely apart. With both pt's doctor had to extubate and re-intubate possible aspiration into lungs. We no longer use re-usable lma's only by disposable.

Event description:
Anesthesiologist reports possible complication/aspiration of foreign object coming off reusable lma tubes; while intubating pts, doctor noticed with pt, piece of blue rubber from tubes inflation balloon inside middle of tube. Doctor noticed with pt, piece of tag/tape that came off tube hub, inside middle of tube, with hub of tube coming completely apart. With both pts doctor had to extubate and re-intubate possible aspiration into lungs. We no longer use re-usable lma's only by disposable.